Manufacturer narrative:
(B)(6). Section d4: serial number, UDI details was not received from the customer section h4: device manufacturing details was received from the customer method: the subject device, rd900azu neopuff infant resuscitator was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information provided by the healthcare facility and our knowledge of the product. Results: the healthcare facility further reported that the manometer needle of the subject device does not read 0cmh2o when not in use. It was also reported that the manometer needle is jumpy, and maximum pressure relief knob is faulty. Conclusion: without the subject device returned for evaluation, we are unable to determine the exact cause of the reported event. The neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. As mentioned, the neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient.

Event description:
A healthcare facility in china has reported via nmpa reporting system that the rd900azu neopuff infant t-piece resuscitator (subject device) could not be used. The healthcare facility further reported that the manometer needle of the subject device does not read 0cmh2o when not in use. It was also reported that the manometer needle is jumpy, and maximum pressure relief knob is faulty. There was no reported patient involvement.